Event description:
User states poor image quality. No patient injury was reported.

Manufacturer narrative:
The service rep set tracking at the upper limits of the specs. System operating as intended.